Event description:
It was reported that the patient had increasing pain. It was noted that no devices experienced a deficiency. It was noted that the outcome was ¿ongoing with no further action needed.¿ it was noted that no action was taken. It was noted that an x-ray was taken and the results showed ¿slight lead movement¿ on (B)(6) 2013. It was noted that the event was possibly related to the device or therapy. It was not that the event was possibly related to the procedure. It was noted that symptoms included pain at the connector site. It was noted ¿stabbing and gnawing pain.¿ it was noted that the patient experienced ¿pain along the spin area.¿ it was noted that the patient was scheduled for a revision. It was noted that the device was turned off and ¿review for revision.¿ it was noted that the patient had ¿gripping and cramping pain associated with increasing the voltage during programming. Additional information received reported that there was ¿lead migration.¿ additional information received reported that the etiology was programming/stimulation due to programming. It was noted that the event was possibly related to the device or therapy and to the procedure. Additional information received reported that the intervention included device surgical repositioning.

Event description:
Additional information received reported that the lead and extension were replaced on (B)(6) 2014. The event was possibly related to the device or therapy and not related to the procedure.

Event description:
Additional information received reported gripping and cramping pain associated with increasing voltage during programming high frequency. Additional information received reported that the intervention was device surgical revision. It was noted that the lead intervention date was (B)(6) 2014 additional information received reported gripping and cramping pain associated with increasing voltage during end of crossover 4 programming. Additional information received reported that the device was turned "of" and the pain did stop. It was noted that the patient outcome was resolved without sequelae on (B)(6) 2013. It was noted that the intervention date was (B)(6) 2013.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported x-ray results showed no abnormality. The etiology was reported as related to the lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced lead associated pain. The patient experienced gripping and cramping pain associated with increasing voltage during end of crossover 4 programming. There was slight lead migration. X-rays showed slight lead movement on (B)(6) 2013. The etiology was reported as possibly related to the device or therapy and not related to the procedure. The etiology was noted as related to the lead. The severity was noted as moderate. The outcome was reported as resolved without sequelae. Interventions included replacing the leads and extensions.

Event description:
Additional information received reported that the etiology was due to programming. The event was possibly related to the device or therapy and not related to the procedure.

Manufacturer narrative:
Product ID: 3878-45, lot# 0206910762, product type: lead. (B)(4).

Event description:
Additional information reported the event resolved without sequelae on (B)(6), 2014. Additional information reported the patient had lead associated pain. The outcome was noted as resolved without sequelae on (B)(6), 2014.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the x-rays were inconclusive. The principal investigator decided surgical review for potential repositioning or replacement. The site indicated that the cause of the lead migration was unknown.